Manufacturer narrative:
G4: 04jun2020. B4: 04jun2020. Field service engineer confirmed the touch screen was replaced due to cosmetic issues. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 15jun2020; b4: 16jun2020. Field service engineer confirmed the power management board was not replaced. He advised, the original fault was not replicated; therefore, new power management board was returned unused. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 20apr2020. B4: 21apr2020. No patient information was provided after multiple attempts were made. The philips field service representative confirmed the reported failures. The battery that was less than 5 year old was replaced along with power management board to fix the power source issue. After further diagnosis, it was discovered that the unit had cosmetics and touch screen problems. Various plastic parts were replaced along with a new touch screen. The unit has returned to back to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31mar2020.

Event description:
The customer reported that there was a battery problem. The unit was in clinical use, but no patient or user harm was reported.